Event description:
Consumer complaint of insulin leaking out of needle. Customer is unable to use them. Based on the customers complaint that the syringes are losing insulin around the plunger area. The customer may not be able to administer proper insulin dosage the complaint is reportable. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(4) 2014).